Manufacturer narrative:
(B)(4). Corrected data: type of reportable event: not reportable. Additional information was requested and the following was obtained: additional information requested: can you please clarify, did the reload not fire (meaning no staple line or cut line delivered)? Or did the device fire but no staples were deployed on tissue? Were there any patient consequences? Response: the reload was shot, but it did no cut or formed the staple line. Upon review of the information provided that the device did not cut or form the staples (did not fire), it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during a procedure for colon cancer, at the time of using the reload, it did not staple. They finished the surgery with another reload. Patient consequence was not reported.